Event description:
The patient was in the ICU in seven years ago for trauma. A bard PICC line was placed by the nurse from IV therapy. The patient pulled the PICC out and was replaced four days later. The second PICC was removed at the time of discharge without incident. Last month the patient returned to the hospital with complaints of chest pain. A CT of the chest demonstrated two stringy foreign bodies about 2 cm in length with 1 in the right ventricle and the other in a small branch of the pulmonary artery in the right middle lung zone. After review of x-rays from seven years ago and last month, it was present in the x-rays from seven years ago, after the first PICC line placement.